Event description:
It was reported that during a routine device change out, the physician decided to electively replace the rv lead. Multiple attempts to insert the new rv lead induced vt episodes; the physician stating that the patient has "irritable heart". The new rv lead was not implanted and the previous rv lead was reconnected to the new ICD. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.